Manufacturer narrative:
The company service representative examined the system and confirmed through the system event log a system message (sm) ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿, but was unable to replicate it during the visit. The xenon lamp was replaced in the illuminator module as a preventive measure. The company service representative replaced the xenon lamp in auxiliary illuminator module, as it had 350 hours, close to its maximum rated life of 400 hours. The system was then tested and met all product specifications. The system was manufactured on april 14, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that illumination ports 1 and 2 were out before surgery. Additional information has been requested.